Manufacturer narrative:
Philips service replaced the power and control unit without boards, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that intermittent motorized movement failure occurred due to a power supply issue on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.